Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the cadiere forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the cadiere forceps (part # 470049-07/lot # n10200713-0086) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument has a maximum of ten uses. There were six more uses remaining after its last use. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. The cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the jaw of the cadiere forceps broke and a fragment fell inside the patient. There was no patient injury. All fragments were retrieved during the same procedure and no additional surgical intervention was required. Although no patient harm occurred and no additional surgical intervention was required, if this malfunction were to recur it could cause or contribute to an adverse event as unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while the surgeon was using the cadiere forceps instrument one of the jaws at the tip broke and fell inside the patient. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative and provided the following additional information: there was only one fragment, half of the jaw of the cadiere forceps fell inside the patient and the fragment was retrieved during the same procedure. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.